Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon was inflated to 10atms for 5 seconds on the third inflation when it ruptured. The lesion being treated was located in the tortuous, moderately calcified and 99% stenotic left anterior descending artery (lad). The balloon was inflated to 8atms on the first and second inflation. The device was removed from the patient intact. The procedure was successfully completed with another quantum maverick balloon and the deployment of a stent. Patient status is listed as "good."